Event description:
Additional information later received reported the patient was doing fine now. The patient had been called back to the office and the error was corrected.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving morphine (25mg/ml; dose unknown by reporter) via an implantable pump. On (B)(6) 2015, it was reported that a programming error had occurred. On (B)(6) 2015, the wrong concentration (10 mg/ml) was programmed and a bridge bolus was programmed, but the concentration was never changed. The bridge bolus completed 6-8 hours ago. The patient was being brought into the clinic to correct the mistake on the date of this report. No patient symptoms were reported. The patient/device information, initial reporter, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.